Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was never returned to teleflex for investigation purposes. Probable cause cannot be determined. The complaint cannot be confirmed.

Event description:
An io was attempted for a critical patient with bleeding issues after 2 failed IV attempts. The driver stopped working once halfway through the bone but not yet at the marrow. At this point the green light turned to red flashing. A back up driver was not available.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
An io was attempted for a critical patient with bleeding issues after 2 failed IV attempts. The driver stopped working once halfway through the bone but not yet at the marrow. At this point the green light turned to red flashing. A back up driver was not available.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 ((B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. The driver had power when the trigger was pulled however the red led was flashing which indicates the driver is at or near end of life. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45 mm ez-io needle set into a medium and/or hard bone. The 45 mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3 mm cortexes were used for the test. Each insertion was timed with a stopwatch ((B)(6)) while applying approximately 8 lbs. Of force on a weight scale ((B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 3.87, insertion 2: 3.62, other remarks: insertion 3: 3.52. Hard profile (105 lbs/ft3): insertion 1: 6.88, insertion 2: 6.0, insertion 3: 7.35. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver would not stall at approximately 20 lbs. Of downward force for 20 seconds. The eeprom was parsed and showed that the charge count was 17,766,378 and the cycle count was 271. The trigger was pulled 133 more times by the customer after the red led light condition had been met to notify the customer to replace the device. A section of the IFU will be referenced as part of the investigation report, "ezio power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ezio power driver when the red led begins blinking." A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 09/2011 and is approximately 7 years old. The driver had no power because the batteries were depleted. The cause for the battery depletion was due to extended use of the device after the red blinking light came on indicating it was time to replace the driver. Teleflex will continue to monitor and trend for reports of this nature. No corrective/preventative actions will be assigned.

Event description:
An io was attempted for a critical patient with bleeding issues after 2 failed IV attempts. The driver stopped working once halfway through the bone but not yet at the marrow. At this point the green light turned to red flashing. A back up driver was not available.